Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 526 mg/dl at the time of the incident. Customer reported that they having no delivery alarm. Customer reported that yesterday she change set early in the morning before eating breakfast, blood sugar level was at 174 mg/dl. Customer reported that they got low reservoir and changed the set. They ate something for breakfast today and sugar spiked to 526 mg/dl. Troubleshooting was performed and insulin exited. Customer also had blood glucose 560 mg/dl. They treated with a manual injection which brought their blood glucose down to 421 mg/dl. Customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.